Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and an evaluation of the device was performed. The sample was visually inspected with naked eye with no issues. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Uv set and lab placed in uv flash machine and connected with no issues noted. Leak testing was performed with underwater pressure testing; with no leak noted. The reported problem could not be verified or duplicated. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the disconnection between the uv flash transfer set and y-set failed. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.